Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred, and the blower is not running. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.